Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a drawer malfunction due to liquid damage. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. No chr records found for serial/(customer-provided) component number (B)(4). No DHR records found for serial/(customer-provided) component number (B)(4). Upon investigation of the actual device used in this incident, it was confirmed that a drawer malfunctioned due to liquid damage. A field service technician replaced five electronic boards and reassembled the drawer; functional tests confirmed proper operation. The system functioned as intended after the field service technician troubleshot the device.